Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) bi-ventricular defibrillator 2010 (B)(6); 6935 implantable tachy lead 2010 (B)(6). (B)(6).

Event description:
It was reported that product performance data was reviewed and classified as oversensing due to lead noise and inappropriate detection. The right atrial (ra) lead and device remain in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.